Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the system would not dock and door does not open. Pendant displayed press m to calibrate and when pressed nothing occurs. It was reported that x-stage cover was repaired and controllers were brought to home state and motion was calibrated. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of site that during procedure, while setting up for a case the imaging system was in calibration mode and prompted the user to perform calibration. It would not allow site to proceed without calibration. A medtronic representative walked the site through the process. It was reported that when the gantry was closed to perform motion calibration however a loud sound was heard when shutting the door and the door would not open again. The patient was under anesthesia. The surgery was rescheduled. No information was provided on delay to procedure.

Manufacturer narrative:
Patient information was received from the site.